Event description:
Asr revision; asr xl - left hip; reason for revision: alval/soft tissue reaction.

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
New etq record created in order to update etq (legacy system) complaint number dint (B)(4). Reason for original complaint ¿ asr revision recommended, left, asr xl, reason(s) for revision: unknown. Update - added revision date, taken from claimsuite dated (B)(6) 2013. Update - added reason for revision taken from claimsuite dated (B)(6) 2013. Reason(s) for revision: alval / soft tissue reaction. Update received (B)(6) 2013. Femoral head lot number amended. Additional hospital added. Update - added all expiry and manufacturing dates, added stem details and filled out all mw fields. Taken from claimsuite dated (B)(6) 2015 - (B)(4).

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ asr revision recommended left asr xl reason(s) for revision: unknown revision date, taken from claimsuite dated 28th feb 2013 reason for revision taken from claimsuite dated 5th march 2013 reason(s) for revision: alval / soft tissue reaction. Update received 2nd september, 2013. Added all expiry and manufacturing dates taken from claimsuite dated 28th april 2015 - ab on 30th april 15. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.